Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a notification requesting to install a new cartridge after completing the load process. During troubleshooting with tandem technical services (cts), cts confirmed that the load process had not been completed in the pump logs and the customer acknowledged. The user's blood glucose (bg) level was over 240 mg/dl at the time of report. The user stated would deliver a bolus with the pump to address bg level. The user successfully completed the load sequence while troubleshooting with tandem's technical support.